Event description:
Device report from synthes (B)(4) reported an event (B)(6) as follows: it was reported that during insertion of the spinal implant, the surgeon had difficulties removing the implant inserter from the implant. The manipulation of the implant inserter to release it from the implant resulted in a deformation of the ends of the shaft. The problem was resolved by disassembling implant inserter, making it possible to detach the instrument from the implant. The detachment was achieved without any harm to the patient. Implant positioning was successful and to satisfaction of the surgeon. The surgery was completed with a 10 minute surgical delay time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.